Event description:
The clinician reports, that the implant was inserted (B)(6) 2000 in the patient's mouth. On 2019-06-25, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.